Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 500 mg/dl. The customer reported that sometimes has to press buttons twice. The customer reported that the insulin pump had rejected new battery and louder during rewind. It was reported that they had damage chips missing and coming off near reservoir compartment. The insulin pump will not be returned for analysis.